Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Three mitraclips were implanted without issue. A fourth clip (4010r1011) was prepared according to instructions for use. Once in the left atrium, the grippers were checked, at which point it was found one of the grippers was not working. Troubleshooting was performed without success and the physician decided to remove the clip. The grippers were tested once outside the patient anatomy and worked correctly. The mr was reduced to grade 1-2 and there were no patient issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.